Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the bard dulex mesh (device 1). An additional supplemental emdr was submitted to represent the ventralight st mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2010- patient was diagnosed with incisional hernia, thereby underwent laparoscopic repair with implant of bard dulex mesh (device 1). Per op notes, ¿the hernia sac was identified in the abdominal region and was dissected. A bard dulex mesh (device 1) was placed and sutured¿. On (B)(6) 2012- patient was diagnosed with incisional hernia, thereby underwent laparoscopic repair with implant of ventralight st mesh (device 2). Per op notes, ¿the hernia sac was identified in the right lower quadrant which was above the previously placed mesh (device 1). A ventralight st mesh (device 2) was cut and placed in the defect region and sutured¿. On (B)(6) 2013- patient was diagnosed with recurrent incisional hernia, thereby underwent laparoscopic repair with explant of bard dulex mesh (device 1), ventralight st mesh (device 2), implant of ventralight st mesh (device 3). Per op notes, ¿the recurrent hernia sac was identified in the abdominal region and was reduced. A ventralight st mesh (device 3) was placed and sutured¿.